Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the anatomy resulted in restricting the shaft lumens from moving freely, thus preventing the thumbwheel from rotating and resulting in the reported activation/deployment failure, mechanical jam and stent deformation. Further interaction/manipulation as the physician pulled on the system resulted in the stent extending in the sfa and ultimately the reported material separation resulting in foreign body in patient; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. D4: lot no and catalog no were updated. D9: device available for eval "asku" updated to "no". H6: code 1528 removed and 2976 added.

Manufacturer narrative:
The UDI number is unknown as the part and lot number were not provided. It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a popliteal artery. The unspecified absolute pro self-expanding stent system (sess) partially deployed (2cm) as there was resistance with the thumbwheel. The physician pulled on the sess; however, the stent extended into the superficial femoral artery and broke. There was no clinically significant delay reported. No additional information was provided.